Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer was repaired in the field by a company representative for a cracked/faulty touchscreen. Information was requested for more details regarding the screen issue but no more information was available to date. The programmer is still in use. No patient complications have been reported as a result of this event.